Event description:
Event description boston scientific crm received info that this cardiac resynchronization therapy defibrillator (crt-d) pt has died. The daughter of this deceased pt called technical services and stated that her father's device did not function properly because it did not shock him like it was supposed to. She stated that the emt's told her they did not see the device go off, and did not try to shock him because he had a device. She stated that her father died from a heart attack.

Manufacturer narrative:
The boston scientific crm technical services department advised the daughter to speak with the physician about her father's medical status. Technical services advised that the device could be analyzed if it was explanted, but available information suggests that the device was buried with the patient. The daughter did not know whether the device had been interrogated post-mortem. The following physician has not heard any detail about the pt death, and commented that the patient had been non-compliant with this appointments. The physician reported that he seriously doubts any type of device malfunction occurred which may have caused or contributed to the pt's demise. This event will be updated if any additional info becomes available. (See scanned page).